Manufacturer narrative:
Examination of the submitted t-handle's confirmed the attachment end is damaged/stripped and non-functional. Visual examination of the submitted threaded shafts found wear on the attachment end and areas of deformation on the flats. The root causes are attributed to product wear out. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
T-handle is stripped.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.